Event description:
It was reported that log files were submitted for review to monitor phase voltages for degradation due to the patient's known driveline fault. A continuous driveline fault was observed in the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Known driveline faults captured under MFR. #s 2916596-2022-11328, 2916596-2021-04973, 2916596-2022-00614, and 2916596-2022-10187. Manufacturer's investigation conclusion: driveline fault alarms were confirmed via the submitted log file data. The submitted log file contained data spanning from 04oct2022 at 17:47:59 to 06dec2022 at 05:44:57, per the timestamp. Throughout the log file the pump operated above the low speed limit. Persistent yellow wrench advisory alarms associated with driveline faults were captured throughout the log file. The driveline fault alarms, (B)(4) in total, appeared to be associated with decreased phase 2 hex values as compared to phases 1 and 3. Based on our complaint history and similarly reported events, the data captured in the log file appears consistent with potential driveline wire compromise; however, a specific cause for the driveline fault alarms cannot be conclusively determined. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The patient remained ongoing on (B)(6) until they expired on 19dec2022 (captured under MFR. # 2916596-2023-00047). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. H) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook (rev. G) also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.